Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went for a post-operation checkup five days after implant and was told that the left ventricular (lv) lead had moved. In addition, the patient also experience four or five electrical zaps above the device. The lead remains in service. No adverse patient effects were reported.